Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 341, 333 and 384 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 140 mg/dl. At the time of the call on (B)(6) 2017 the customer felt well and did not report any symptoms. Customer stated the last reading from the meter on (B)(6) 2017 was 341 mg/dl fasting at 11:39 pm and she had gone to the ER right after the reading as she was concerned. Customer stated she was not experiencing any symptoms when she decided to go to ER. Customer stated the ER tested her blood sugar with their device and obtained a reading of 271 mg/dl fasting. Customer stated she was not given any treatment or medications while at ER, and was discharged on (B)(6) 2017 around 4 am with a reading of 126 mg/dl fasting. Customer stated she tested with her meter on morning of (B)(6) 2017, obtaining a reading of 241 mg/dl fasting at 11:54 am. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 188 mg/dl using truetrack meter and 206 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/14/2019 and open vial date is (B)(6) 2017. The customer stated she has not changed anything in her daily routine such as diet, exercise, or medications. The customer stated she is managing her diabetes with metformin twice a day and glyburide once a day. The meter memory was reviewed for previous test result history: (B)(6).